Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device remains implanted, device was not returned for additional evaluation and investigation. Per the instructions for use of the intrathecal catheter, catheter kinking is a possible known risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted agent to report a patient's catheter that was revised. Technical solutions contacted sales representative to obtain additional information. Representative stated that the pump had a volume discrepancy at a refill appointment where they returned approximately 15 mls. A cap study was performed in which the physician could not aspirate or push through the cap. An explant was later performed in which it was confirmed that the catheter was kinked. The catheter was trimmed and the pump was replaced during explant surgery. MFR 3010079947-2021-00024 will capture the pump explant due to volume discrepancy.